Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 01-aug-2025, the user reported that their ilet device did not charge when placed on their wireless charging pad. The user declined to wait for a replacement charging pad and requested a replacement pump. A replacement device was arranged. Blood glucose was not affected. No medical intervention was required.